Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A48112-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, seasonal allergy, sickle cell trait, cholecystectomy in (B)(6) 2003, vaginal delivery, bacterial vaginosis, vaginal itching, eczema, ecchymosis, multiparous and uterine dilation and curettage. Previously administered products included for an unreported indication: metrogel. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as losartan potassium. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bone pain ("pain"), pain in extremity ("leg pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, bone pain, pain in extremity and abdominal pain upper had resolved and the abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, bone pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory bilateral tubal occlusion. Nuclear magnetic resonance imaging - on an unknown date: no significant internal derangement left hip. Ultrasound pelvis - on an unknown date: uterus· the uterus is anteverted. The uterus is homogenous in echotexture and measures 9 4 x 4.9 x 5.1cm . Endometrium the endometrium measures 0 .8 cm in thickness. Right ovary the right ovary measures 2 .9 x 1,3 x 2 .5 cm . There is documentation of color doppler flow in the right ovary, the right ovary appears unremarkable impression: unremarkable transabdominal. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Event stomach pain was recoded. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. A48112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, seasonal allergy, sickle cell trait, cholecystectomy in (B)(6) 2003, vaginal delivery, bacterial vaginosis, vaginal itching, eczema, ecchymosis, multiparous and uterine dilation and curettage. Previously administered products included for an unreported indication: metrogel. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception as well as losartan potassium. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/stomach pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bone pain ("pain") and pain in extremity ("pain"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, bone pain and pain in extremity had resolved and the abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bone pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: satisfactory bilateral tubal occlusion. Nuclear magnetic resonance imaging - on an unknown date: no significant internal derangement left hip. Ultrasound pelvis - on an unknown date: uterus· the uterus is anteverted. The uterus is homogenous in echotexture and measures 9 4 x 4.9 x 5.1 cm. Endometrium the endometrium measures 0 .8 cm in thickness right ovary. The fight ovary measures 2 .9 x 1,3 x 2 .5 cm . There is documentation of color doppler flow in the right ovary the right ovary appears unremarkable. Impression: unremarkable transabdominal. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) , pain were added. Lot number, medical history, lab data, concomitant and treatment, historical drugs added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.